Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer also state that power error detected alarm and the customer was able to clear and rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Pump passed the displacement test, sleep current test and active current test.